Event description:
A report was received that the pt has a hematoma at the ipg pocket site causing the pt to experience difficulties charging. The pt was prescribed antibiotics and was advised to apply cool pads to decrease the swelling at the pocket site. There was no infection at the pocket site, but it was swollen. The pt was referred to a new physician who decided that the pt will undergo a pocket revision.

Manufacturer narrative:
This is the final report.